Event description:
The manufacturer was made aware of a product complaint on (B)(6) 2025. It was reported that the spring broken on removal pliers during a posterolateral fusion revision procedure performed on (B)(6) 2025. An alternative instrument was available to successfully complete the surgery. There was no delay in surgery and no known patient complications. A return authorization was issued for the return of the complaint driver, which was received by the manufacturer on (B)(6) 2025.

Manufacturer narrative:
A visual assessment of the returned system removal pliers showed an instrument with repeated use, as identified by surface scratches and worn laser markings. The interior spring on the handle of the instrument was broken as reported. A functionality assessment was not performed due to the damaged condition of the returned driver, which was removed from distributable inventory. A DHR review was performed for lot # 259179-c and there was no manufacturing anomalies identified. The instrument lot met all required specifications prior to being released to distributable inventory. This lot has been available for distribution since (B)(6) 2016, resulting in a lifespan of 9 years. The root cause of the broken spring of the plier could not be reliably determined; however, it may be possible for the interior spring to be broken if excessive force was applied. There has not been a complaint of similar nature in the past 12 months. The manufacturer will continue to monitor for reports of malfunctioned system instruments and perform complaint investigations as appropriate.